Manufacturer narrative:
Analysis of the returned subject device did not permit to reproduce the reported behavior. Upon reception, the porgrammer is able to works normally and to interrogate without any issues. Additionally, no blue screens were observed. Review of the extracted files confirmed that blue screen errors occurred on 15th, 16th, and 17th of december 2025. Also, it is visible that an interrogation was abnormally interrupted on 15th and 16th december 2025. The main origin of the reported behavior could not be established with certainty. The most probable hypothesis is that a windows corruption (which can be caused by battery removal) caused the reported event. The programmer will follow the normal process to get back to the field after a reghost and a reinstallation of the smartview. This case is retained and utilized for trend purposes. MDR correction : device update from smarttouch tablet to smarttouch softwares modules according to investigation results.

Event description:
Reportedly, on 17-december-2025, the programmer is stuck on a blue screen during an alizea dr interrogation. The blue screen already occurred in the past.

Event description:
Reportedly, on (B)(6) 2025, the programmer is stuck on a blue screen during an alizea dr interrogation. The blue screen already occurred in the past.

Manufacturer narrative:
Since the subject device has not been returned yet, investigation could not be performed. Results will be provided on the next report.